Event description:
It was reported, "after the patient was implanted with the groshong PICC, when the catheter was trimmed, it was found that the scale at the back end of the catheter was not clear, and the distance could not be recognized, so the catheter could only be trimmed visually, and the patient showed t8 when the radiograph was taken, and the catheter length needed to be readjusted." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of incorrect printing on the catheter is confirmed, but the root cause could not be determined. One segment of a 4 fr s/l groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed little use residues throughout the returned catheter. About 17 cm of catheter was returned. It was observed that the depth markers from 59 cm to 49 cm were visible; however, depth markers distal of the 49 cm depth marker appeared to be missing. A microscopic observation revealed the 48 cm depth marker appeared faded and worn down. The depth marker line from the 49 cm depth marker to the distal end of the catheter was observed to be faded and missing distal of the 48 cm depth marker. The exact cause could not be determined due to the state of the returned sample being opened. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "after the patient was implanted with the groshong PICC, when the catheter was trimmed, it was found that the scale at the back end of the catheter was not clear, and the distance could not be recognized, so the catheter could only be trimmed visually, and the patient showed t8 when the radiograph was taken, and the catheter length needed to be readjusted." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.